Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("acute pelvic inflammatory disease"), genital haemorrhage ("persistent bleeding /abnormal bleeding (general)") and bipolar disorder ("bipolar disorder") in an adult female patient who had essure (batch no. 20222096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (((B)(6) 1998, (B)(6) 2000, (B)(6) 2005, (B)(6) 2006, (B)(6) 2009)), uterine dilation and curettage, vaginal delivery on (B)(6) 2009 and tobacco user. Concurrent conditions included body mass index normal, drug allergy, cramp in lower abdomen, vaginal irritation, rectal pain, throat pain, ringing in ears, neck pain, genitourinary symptom, pruritus, burning sensation, abdominal pain, anorectal discomfort, vaginal burning sensation, cervicitis, hematuria, urinary frequency, vaginal pain, cough, nasal congestion, depression, feeling down, sleep excessive, tiredness, decreased appetite, dry mouth, dizziness, weakness, night sweats, dehydration, electrolyte imbalance, psychosis, anxiety, pharyngitis, alcohol intoxication, nicotine dependence, pain in upper extremities, lumbar pain, pain in arm, menses irregular, dyspareunia, chest pain, heartbeats irregular, ear pain, viral pharyngitis, streptococcal pharyngitis, respiratory infection, ovarian cyst, renal stone, premenopause, breast tenderness, thrombosis, spotting vaginal, sexually transmitted disease, cigarette smoker, blood in urine, costochondritis, shortness of breath, alcohol use, gonorrhea, venereal disease nos, stomach pain, dysrhythmias, hyperglycemia, labyrinthitis and anemia. Concomitant products included quetiapine (seroquel) for birth control as well as augmentin, azithromycin (zithromax), bactrim (sulfamethoxazole w/trimethoprim), etodolac, fluconazole, ketorolac tromethamine (toradol), loratadine and tramadol. On an unknown date, the patient started ondansetron at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("yeast infection") and bacterial vulvovaginitis ("bacterial vaginitis"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In 2012, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection / vaginitis") and bacterial infection ("bacterial infection"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced pelvic pain ("pain / pelvic pain (severe)- constant"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant) and back pain ("low back pain (severe)-constant"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, bipolar disorder, pelvic pain, cystitis, urinary tract infection, vaginal infection, bacterial infection, vulvovaginal mycotic infection, migraine, headache, nausea, vaginal discharge, weight increased, back pain and bacterial vulvovaginitis outcome was unknown. The reporter considered back pain, bacterial infection, bacterial vulvovaginitis, bipolar disorder, cystitis, genital haemorrhage, headache, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records:pelvic inflammatory disease. ¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received - new event 'bacterial vaginitis' 'was added. Event onset date was updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.